Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. Review of the manufacturing records for this specific lot number has been requested.

Event description:
A pt, implanted with a pt specific implant developed an infection and was returned to the operating room for removal. Surgeon indicated the infection was intracranial and he believes the peek implant did not cause the infection. Cultures were taken of the surrounding area.